Event description:
It was reported that thrombosis occurred. A left atrial appendage closure (laac) procedure was performed on (B)(6) 2025 and a 24mm watchman flx pro laa closure device & delivery system (wds) was implanted. Thrombosis was noted on the day of the implant. The patient was discharged on 81mg aspirin and 5mg eliquis twice a day, which continued through (B)(6) 2026. Follow-up transesophageal echocardiography (tee) was unremarkable. In early (B)(6) 2026 the patient went to the hospital with chest pain. A computed tomography angiogram (cta) of the chest and a tee revealed thrombosis on the face of the watchman device. It was confirmed the device still met all position, anchor, size, and seal (pass) criteria. The patient was discharged home on 81mg aspirin daily and warfarin with plans on a repeat tee imaging on (B)(6) 2026.